Event description:
Revision surgery was performed due to elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. The provided information reports dark stained synovitis, a cyst/boney resorption in the acetabulum and detritic synovitis with some foreign material and patchy chronic inflammation. These findings were deemed to be related to wear particles/debris. Chromium and cobalt concentrations were 5 and 41 fold elevated compared to the normal upper limit 3 months before the revision. These concentrations decreased continuously after removal of the implant and were within normal limits after one year. Based on the available x-rays, the implant position and fixation was presumably not a relevant contributory factor to the revision. Without the device available, it remains unclear whether these findings were related to a mal-function of the device or increased amounts of wear from the articulating surfaces. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.